Event description:
(B)(4).

Manufacturer narrative:
The prismaflex m 100 set was discarded and not available for inspection. The customer returned a sample from the same lot. The investigation is in progress.